Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port needles are leaking. No other information was provided. Additional information 28 feb 2023: the used port needle of the complaint was no longer available. The product has already been thrown away. We took 2 infusion systems from fresenius with us. These are the ones that are used in combination with our port needle. The event did not involve an urgent or life threatening medical situation. The leak was discovered by staff while the infusion was in progress, naco 0.9% was infusing. The leak did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. The patient did not experience any symptoms or complications due to the leak.

Event description:
It was reported that the port needles are leaking. No other information was provided. Additional information on 28 feb 2023: the used port needle of the complaint was no longer available. The product has already been thrown away. We took 2 infusion systems from fresenius with us. These are the ones that are used in combination with our port needle. The event did not involve an urgent or life threatening medical situation. The leak was discovered by staff while the infusion was in progress, naco 0.9% was infusing. The leak did not interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. The patient did not experience any symptoms or complications due to the leak.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is inconclusive due to the original complainant device not being returned. Five unopened 20 ga x 0.75 in miniloc infusion sets were returned for evaluation. An initial visual observation showed all five returned infusion sets were completely sealed in their original packaging, and they were all from the same lot as the original complainant infusion set. Upon opening each returned infusion set, nothing was remarkable during gross visual observations. Functional testing of each returned lot sample involved infusing water into the device with a 12 ml syringe to ensure the devices were patent to infusion. Each of the five samples were patent to infusion. Following infusion testing, each returned lot sample was pressurized, and an attempt to infuse water into the five devices proved the returned samples to have no observed leaks. Due to the returned samples being unused lot samples, the complaint of a leaking infusion set is inconclusive. The returned lot samples did not exhibit the leaking defect alleged in the complaint description. Based on the description of the reported event, possible contributing factors include sharp instrument damage, over-pressurization, and material damage/flaw; however, the five returned and unremarkable lot samples prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asfzf047 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the port needles are leaking. No other information was provided.